Event description:
It was reported, there was an abrupt rise in the impedance and threshold measurements of the right ventricular lead. The impedance measurement is now high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2009 (B)(6). (B)(4).